Manufacturer narrative:
Difficult to remove and inaccurate delivery. During a pci a cypher stent dislodged during removal, and it fractured after multiple post-dilations were conducted post deployment. Pci was conducted in a very complex anatomy, calcified and tortuous right coronary artery. The acc/aha classification of the lesion was type b2 high risk lesion. There was mild diffuse disease of the proximal segment and it was calcified. The mid rca had 85% stenosis and it was also calcified and tortuous. There was moderate diffuse disease of the entire vessel segment of the posteriror descending branch and right av branch. A wire was advanced across the mid rca stenosis into the distal vessel. Pre-dilation was conducted with a firestar balloon before the insertion of a 2.5x28mm cypher stent, however it could not be delivered to the lesion. Upon removal of the product, there was difficulty experienced withdrawing the product from the vessel and the stent dislodged in the proximal segment of the rca. An initial attempt was made to remove the dislodged stent from the vessel by advancing two different balloons through the stent and inflating without success. A non-codis 1.5mm balloon (apex) was advanced and balloon dilation was conducted of the mid rca. The same balloon was used to deploy the cypher stent in the proximal rca. An unknown 2.5x15mm balloon was used next to post-dilate the mid rca and the proximal segment of the stent. A non-cordis des 2.5x23mm (promus) was advanced into the mid rca and deployed minimally overlapping the cypher stent. Both stents were sequentially post dilated multiple times with an unknown 3.0mm balloon and 3.25 mm durastar 20mm balloon with a maximum inflation pressure of 16 atmospheres. The proximal vessel diameter was 3.75-4.0mm and the proximal portion of the stent was dilated with a 3.75mm quantum maverick balloon. Ivus was conducted and confirmed a gap in the cypher stent. Ivus confirmed the cypher stent was well expanded and apposed to the vessel wall. The final outcome was defined as successful. There was no residual stenosis and the distal flow was normal. Multiple attempts were made to retrieve more information about the balloons used for post-dilation without success. The cypher product remains implanted in the patient and is thus, not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Review of the films by an independent cardiologist describes a vessel with marked tortuousity and with a markedly angulated proximal segment and several 90 degree angulated segments. This vessel characteristics together with poor guide support may have led to the withdrawal difficulty and subsequent stent dislodgement event. Additionally, the multiple post-dilations performed with balloon diameters greater than the cypher stent¿s diameter (greater than 2.5mm) may have led to the stent fracture event. Based on the information provided, there are possible vessel characteristics and procedural factors that may have contributed to these events.

Event description:
A pt reported "discomfort" in her eyes with "red streaks coming from the outside corner" and "sometimes itchy", although her vision is "fine". She requested info on possible hypersensitivity to the intraocular lens (iol) implanted in 2006. Add'l info provided by the pt indicated she has a history of allergic reactions and "plastic mesh rejection" after a surgical intervention, and an ocular history positive for fuch's dystrophy. She described herself as "a very sensitive person" and also indicated the use of systane and claritin when needed. Info obtained from the clinical records included, "severe allergies to chemicals", allergic to "a lot of medications doesn't know the names", corneal guttata and blepharitis. On 07/29/2009, a physician stated that she did not think that the pt is reacting to the product, but she is not sure why she is having the symptoms described. Consumer requested an iol be sent to her physician (allergist) in order to have it turned into a powder and injected into her body in hopes of desensitizing her to the iol she has in her eyes. Info from medwatch report received on 01/07/2010 indicated the consumer reported, she experienced "constant headaches, miserable eyes and other symptoms -sometime severe-like vascular collapse" when she leaves her house and gets into other environmental allergies. Add'l info has been requested. There are two medical device reports being submitted; this is for the right eye.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during the pt's index procedure, the cypher 2.5 x 28 mm stent dislodged from the stent delivery system. The target lesion was the mid right coronary artery (rca). The target lesion was reported to be: moderately diffuse disease, calcified, tortuous and type b2. The lesion was pre-dilated with a 2.5 x 10 mm balloon catheter. The physician attempted to retrieve the stent using a 1.5 mm apex balloon catheter and a 2.25 x 12 mm balloon catheter. The attempts were not successful. The dislodged stent became lodged in the proximal right coronary artery (rca) which was a less than optimal spot. The physician managed to get a balloon catheter through the stent and post-dilate it. During the dilatation, the stent fractured. The stent remains implanted in the proximal rca. The guidewire and guiding catheter were exchanged. A promus 2.5 x 23 mm stent was implanted successfully to treat the mid rca an overlapping fashion with the cypher stent. The procedure was completed successfully. There was no reported pt injury. Additional info has been requested.